Event description:
It was reported the pt cannot communicate with her ipg using her charger or programmer. A replacement charger did not resolve the issue. The pt stated that she can still feel stimulation but it is getting weaker. F/u identified the pt is no longer receiving stimulation therapy. The pt has a f/u with her physician to evaluate the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.